Manufacturer narrative:
Complaint no: cmplnt-(B)(4). (B)(6). The device was not returned and the serial number of the device was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis patient passed away. The patient was hospitalized two days prior to passing away and was still in the hospital at the time of death. The cause of death was a myocardial infarction. It was not reported if dianeal therapy was being performed with a baxter device prior to or at the time of death. It was not reported if an autopsy was performed. No additional information is available.